Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of could not untighten the setscrews to remove the leads was not confirmed. Analysis revealed the problem the physician had was with the atrial setscrew only. That setscrew was removed in the field, and it was not returned for analysis. Without the setscrew the problem with it cannot be analyzed. The v-setscrew was normal with no problems with it.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leads were connected to the pacemaker. Then, the physician attempted to loosen the electrode release setscrews to reposition the leads and was unable to do so. It was noted that the set screws were damaged. The pacemaker was not used, and a new device was implanted. There were no patient consequences.